Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shock therapy for an supraventricular tachycardia (svt). It was also noted that the atp caused the patient to enter a true ventricular tachycardia (vt) which was terminated with shock therapy. No additional adverse patient effects were reported. This device remains in service.